Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge and it had to be charged for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.